Event description:
On june 5, I took my heparin dose in my device or port for my treatment of "viamicocin". Twenty minutes later, I suffered with chills and fever so bad I had to go to the ER. After 3 hrs, I had 105 degree temperature. I was discharged. My doctor told me to continue my treatment. My night dose of heparin caused me to go back to ER. I had to be hospitalized for 6 days. Dates of use: april - june. Event abated after use stopped: #1, #2: yes. Event reappeared after reintroduction? Yes.